Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons nonresponsive) was confirmed. As received, the rear response button cable was torn. The cause of the non-responsive response buttons is the torn cable. The root cause of the torn response button cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were non-responsive.